Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm on an unknown date. On (B)(6) 2016, heli-fx endoanchors were implanted as treatment for a stent graft migration and type ia endoleak. It is reported that on (B)(6) 2016, and again on (B)(6) 2017, a type ia endoleak was noted on follow up CT. The cause of the event is unknown. No further clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received for this case reported that the aortic diameter measurement at time of intervention was 75.1mm with an aortic neck length of 6mm, a proximal neck angulation of 45 degrees with 20% localized calcium present at the seal zone. It was reported that approximately 11 years post index procedure a CT showed migration and a type ia endoleak. 6 endoanchors were implanted along with another manufacturer aortic cuff and a bare metal stent. It was reported that the procedure was successful, and the event was resolved. The previously reported type ia endoleak that was observed on CT approximately 11.5 years and 12.5 years post index procedure was confirmed as a type ii endoleak. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.